Event description:
It was reported that the PICC line which had been in situ since july migrated to the heart.

Manufacturer narrative:
The complaint was confirmed. There was a break in the catheter near the strain relief sleeve on the connector. The break appears to be the result of kinks in the tubing. Multiple kinks were noted in the tubing near the break site. The kinks exhibited semi-circumferential creases in the tubing, which may lead to the eventual fracture of the catheter. The damage found on the catheter appears to be user related.